Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported that during a lead implant procedure, prior to device being opened or implanted the patient experienced loss of motor control in the lower extremities. As a result the procedure was abandoned and the patient was admitted to the hospital for monitoring.